Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low speed advisory alarm. The patient was admitted for further investigation. Log files were downloaded and sent in for analysis. The patient had a pump stop on (B)(6) 2020 while on the power module. This may indicate that the short may have progressed from a short to shield to a phase to phase short. X-rays of the driveline were performed. Patient was already using an ungrounded cable, the patient was discharged home after examination. The patient was reeducated with a need for a close follow-up in case of a new atypical alarm. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low speed and pump stop events; however, a specific cause could not conclusively be determined through this evaluation. The submitted log files contained overlapping data from (B)(6) 2020 at 9:12:14 to (B)(6) 2020 at 10:28:04. The pump fixed speed and low speed limit were set at 9000 rpm and 8400 rpm respectively. On (B)(6) 2020, there were 2 pump stop events with corresponding low speed hazards, low speed advisories and low flow hazards. Following the last pump stop event on (B)(6) 2020, the pump appeared to regain and maintain the fixed speed for the remainder of the log files. The pump stop event occurred while the patient was supported by a power module. Based on complaint history and similarly reported events, the low speed and pump stop events captured in the log file appear to be consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the pump stop event cannot be conclusively determined through this evaluation as no product was returned. The submitted photos showed x-rays of the internal and external portions of the patient¿s driveline. The submitted x-rays revealed one location of possible damage to the internal portion of driveline. Per additional information from the vad coordinator, the patient had a regular visit and no further pump stop or low speed advisories were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 18jan2016. The heartmate ii lvas instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.